Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they saw the out of regulation (oor) message. The caller stated that they were trying to increase the intensity on all 7 programs, but it wouldn't go past 0.5 ma. The caller stated they were seeing a message that said "the system was operating at maximum settings and therapy cannot be increased." The caller states there was no known cause for the issue or any circumstances that led to the oor error. The agent reviewed message meaning and redirected the caller to their healthcare provider (hcp) to further address the issue.